Event description:
A customer reported having difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support guided the customer through methods to activate the button more effectively but found the button issue persistent, leading to the decision to replace the pump. The customer continued to use the pump for insulin therapy.